Event description:
It was further reported that a non bsc stent of unknown size was implanted in the target lesion after the lesion was pre-dilated during the target vessel reintervention. The lesion was dilated with a balloon catheter.

Manufacturer narrative:
Device evaluated by manufacturer: device is a combination product. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
(B)(4). Same patient as 2134265-2010-01096 the index procedure treated a 100% stenosed, 33.2mm long, de novo lesion in the proximal right coronary artery with timi flow 0. The lesion was predilated and a 3.0x28mm taxus express2 stent was implanted. The stent was post dilated resulting in a 10% residual stenosis and timi flow 3. The patient was discharged one day later on bayaspirin and plavix. It was reported that following a coronary artery stenting procedure the patient required an additional pci. The lesion being treated in the index procedure was located in the proximal right coronary artery. In may 2010 the patient experienced silent ischemia symptom. At the time of the pci, the lesion, located in the right posterior descending artery, was 2.6mm, 11.8mm long and 75% stenosed with timi flow 3. The lesion was dilated with unknown balloon resulting in 0% residual stenosis.